Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2006 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving three separate products; associated MDR #s 2937457-2014-01284, 1225714-2014-05274 and 1225714-2014-05275.